Event description:
The technician alleged that when testing the bed they found the cardiopulmonary resuscitation function is not working. No pt impact.

Manufacturer narrative:
The technician replaced the cardiopulmonary resuscitation valve and the head down valve to resolve the issue.